Manufacturer narrative:
Investigation summary: review of the provided ECG dated (B)(6) 2023, revealed that since this date, ventricular loss of capture occurred. Review of the lead manufacturing records confirmed a regular device manufacturing process. As received, all along the lead body blood infiltration was observed. On the external layer, three cuts located about 17 cm from the connector pin were observed, approximately at the position of the suture sleeve. Such damage most likely occurred during the implantation or explantation procedure. It cannot be totally excluded that they occurred during the manufacturing process. However, it is not possible to confirm with certainty the moment of their appearance. These findings on the external insulation of the lead could explain the reported loss of ventricular capture. The provided x-rays taken before the reintervention dated (B)(6) 2023, did not clearly showed a ventricular dislodgement. A micro-dislodgement could not be excluded. This case is retained and utilized for trending purposes.

Event description:
On (B)(6) 2023, a pacing system was implanted and the ventricular measurements obtained were correct and the helix was properly extended using the stylet after 12 turns. The patient remained in the hospital to be discharged the next monday, but on the same day, (B)(6), a capture failure of the lead was detected in the external monitor that was connected to the patient in the hospital room. An x ray was taken to check the position of the lead but no apparent lead dislodgement was visible. The patient was moved to the operating room and an abrupt increase of the ventricular threshold was detected when the psa was connected to the lead. It was decided to explant the ventricular lead and replaced it by a new vega r58 lead.

Event description:
On (B)(6) 2023, a pacing system was implanted and the ventricular measurements obtained were correct and the helix was properly extended using the stylet after 12 turns. The patient remained in the hospital to be discharged the next monday, but on the same day, (B)(6), a capture failure of the lead was detected in the external monitor that was connected to the patient in the hospital room. An x ray was taken to check the position of the lead but no apparent lead dislodgement was visible. The patient was moved to the operating room and an abrupt increase of the ventricular threshold was detected when the psa was connected to the lead. It was decided to explant the ventricular ventricular lead and replaced it by a new vega r58 lead.